Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo was notified of the event by health canada on 14-mar-2025. It was reported that during a patient transfer, the sling loop detached from the spreader bar of the device. As a result of the event, the patient fell out of the device and hit their head on the lift. As a result of the incident, the patient was taken to the hospital. The patient's injury required stitches for a laceration. It was reported that the patient passed away 4 days after the event. The customer reported that the spreader bar and latch cover design pose a significant risk when using mechanical lifts as they do not securely hold the sling loops in place, allowing for the sling to detach from the lift during transfer. The sling loop is attached to the lift spreader bar by the loader latch, which is equipped with a spring mechanism that closes the latch to prevent accidental removal of the loop. Therefore, if the latch is closed the sling loop will not detach from the spreader bar. As the event occurred in april 2023 and was not reported to arjo by the customer, the device was not evaluated by arjo. The arjo representative contacted the customer to obtain additional information about the event. The customer stated that the event was caused by use error and that they had provided internal training to their employee (who is no longer employed). Regarding the evaluation of the equipment, it was evaluated internally and not performed by arjo. The customer confirmed that the evaluation found no malfunction with the device, and that it was a operational error. The maxi 500 has been decommissioned / disposed of from the site. The customer refused to provide additional information regarding the circumstances of the event and details of the reported operational error. Due to limited information the cause of the reported event cannot be determined at this time. To sum up, it has been established that a floor lift and non-arjo slings were used for patient handling at the time of the event. No device malfunction was found, the device meets its specification. The complaint was decided to be reportable due to the allegation that the patient fell during the transfer. The patient required sutures for the laceration and died 4 days after the event. It is unknown if the patient¿s death is related to the fall.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
Arjo was notified of the event by health canada on (B)(6)2025. It was reported that during a patient transfer, the non arjo sling loop detached from the spreader bar of the device. As a result of the event, the patient fell out of the device and hit their head on the lift. As a result of the incident, the patient was taken to hospital. The patient's injury required stitches for a laceration. The patient passed away 4 days after the event.